Event description:
Allegations of health problems including but, not limited to joint pain, chronic fatigue, sicca syndrome, dysplasia, hand edema and extreme weakness, peripheral neuropathy lymphadenopathy, cognitive dysfunction, positive ana, lupus like syndrome, nervous tension, insomnia, memory loss, flu like symptoms, numbness and profuse sweating in chest area and aches and pains in breast.